Event description:
According to the reporter, during laparoscopic cholecystectomy, it was confirmed that there was a fragment which seemed to be white plastic inside the pressurized bag tube, in order to prevent it from falling into the cavity, the product was not used and another new same product was used. An operation room staff suspected that it was a fragment of plastic needle part which stabbed in the back of the saline bag. There was no patient involved.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted white pieces of the tube connector were returned in containers from the customer. Additional white pieces of the tube connector were observed with the tubes. The tube connector was broken at different points. It was reported that a foreign object found in package/product. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Section a. Patient information and section e. Initial reporter cannot be provided due to japanese privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.